Event description:
Customer reported a communication loss between panorama central station and ambulatory telepacks. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included rebooted server and cleared error logs and system came up per factory specifications. Communication loss believed to have resulted from power surgery at site.